Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; however, not yet evaluated.

Event description:
It was reported that the device skipped while cutting skin during surgery. The harvested graft was not useable and an additional graft had to be taken. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device skipped while cutting skin. On (B)(6) 2017, it was clarified that the issue occurred (B)(6) 2017 and the event did not occur during the first ever use of the product. There was no medical intervention or additional procedures required and there was no adverse event associated with the failure. The skin graft was usable and another graft had to be taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and another device was used to complete the surgery. There was an extension of 5 to 10 minutes to the procedure and there was no harm or injury to the operator. It was also noted that the surgical technique for the product was utilized. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was november 16, 2016 where it was reported that the device was slipping the skin cut and the thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on march 14, 2017 revealed that the complaint could not be duplicated upon initial inspection. The calibration and motor speed were both within specification and the control bar was set to the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on march 14, 2017 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the complaint could not be duplicated. The reported event was non-verifiable since during initial inspection the complaint could not be duplicated. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4) was repaired, tested and returned to the customer.